Event description:
During the saphenous vein harvesting procedure, the scissors broke on the harvesting cannula. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. Failure analysis performed in 2004 determined that the toggle was broken. This is a reportable malfunction.